Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up at the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up at the station. A technical support specialist (tss) confirmed that the admission message could not be processed because the system encountered a conflict after the recent server reboots. During the restart some services were not fully stopped and when they came back online a large amount of information was sent simultaneously. This caused the error and prevented the admission message from being processed but unfortunately this message cannot be reprocessed. Then the tss applied a configuration change at the server that should help reduce the likelihood of this issue occurring in the future. The system functioned as intended after the technical support specialist troubleshoots the device.